Event description:
I used alivecor heart monitor from early (B)(6) with no problem. Starting approximately (B)(6) 2015 every ECG result is reported as "we could not classify this ECG" even though the traces are the same as what was previously reported as "normal." Customer service claimed that this was due to a new version of the (B)(6) app on the (B)(6). They claim there is no way to roll back to the previous app version. They have said that a new app will be available in may. One customer service rep said that this message is reported with a low pulse. But, of course, many users will have low pulse due to use of metoprolol (I use it) to control their afib. Other users have observed the same problem and noted it on the (B)(6).